Event description:
The customer reported that the heartstart mrx was displaying a red x which was clarified to be related to a required battery calibration. There is no indication of negative patient involvement.